Event description:
It was reported that the physician attempted to implant the pacing lead but was unable to place due to issues with the helix not deploying fully. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and there was blood on the distal conductor of the lead and it was obstructed. The inner insulation of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant and indicated stretching. The lead was returned with the helix fully extended and cannot be retracted. Performed destructive analysis and found inner insulation buckled and a blood obstruction in the distal conductor. It is likely that blood entered though the is-1 pin as no insulation breach was observed.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).